Manufacturer narrative:
Additional information was received that the infection was non-device related.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms were bump at the site and puss coming out. The physician took x-rays and cleaned up the site as it was draining. It was also noted that the ipg migrated and the lead was broken. The patient was placed on antibiotics and will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm model #: sc-4316 lot #: 526656 description: next generation anchor kit-sterile it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplement medwatch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms were bump at the site and puss coming out. The physician took x-rays and cleaned up the site as it was draining. It was also noted that the ipg migrated and the lead was broken. The patient was placed on antibiotics and will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patients ipg incision site was open and the cause of infection was unknown. The patient underwent an explant procedure.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms were bump at the site and puss coming out. The physician took x-rays and cleaned up the site as it was draining. It was also noted that the ipg migrated and the lead was broken. The patient was placed on antibiotics and will undergo an explant procedure.